Event description:
Hill-rom technical support received a report from the account stating the nurse call would not send to the nurse call station. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
Hill-rom technical support found the universal television board 37 pin connector had some bent pins. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Technical support sent the account a new universal television board and the account replaced to resolve the issue. Based on this information, no further action is required.